Event description:
Per the clinic, on (B)(6) 2013 the patient underwent a procedure to have the abutment site cleaned; during the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.